Manufacturer narrative:
Sections with additional information as of 16-oct-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. H10: most likely underlying root cause: mlc-12: product expired.

Manufacturer narrative:
Internal report reference number: 54621-1 products were returned and pending qc evaluation. Manufacturer contacted customer in a follow-up call on (B)(6) 2020 to ensure that the customer's condition improved - able to establish contact with customer and stated symptoms improved and no longer had diabetic symptoms. Customer reported medical intervention since the initial call, stating he was hospitalized on (B)(6) 2020. Customer's blood glucose test result when at the hospital was in the 480's mg/dl. Customer admitted and treated for hyperglycemia. Customer stated he will be discharged on (B)(6) 2020 and stated he was administered insulin. No additional blood tests were reported being performed using the truetrack meter. Manufacturer contacted customer in a follow-up call on (B)(6) 2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for e-5 error. The product is stored according to specification in the bedroom. The customer's test strips are expired - test strip lot manufacturer¿s expiration date is 09/13/2012. The customer did not have another vial of test strips that had been stored and handled correctly. At the time of the call the customer reported that he had been having diabetic symptoms for the past two days. Customer stated that his eyesight has gotten worse and that he had frequent urination, dry mouth and was feeling very tired. Customer stated that he had contacted his doctor (B)(6) 2020 due to the symptoms and that he has an appointment the following day.